Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition and loaded with an unfired cartridge that was noted to be in good visual condition and with the lockout tab in normal condition. The device was tested for functionality with the returned cartridge and it fired conforming. The cartridge properly remained seated through out the complete firing stroke. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
During a low vats procedure, the cartridge fell out when the device was ready to staple the renal vein. Case completed with another device of the same product code. No patient consequence.